Event description:
End of case sponge count was not correct. Wanded patient a total of four times - two times with different wands while awaiting x- ray. After lap sponge identified on x-ray - wanded over area and did not detect. Once sponge removed - wanded and did not detect. All sponges utilized wanded by staff - and one failed, seven positional - only were detected when repostioned.